Event description:
Boston scientific received information that during a follow up the patient had reported receiving an inappropriate shock after repairing a light switch. The device was interrogated and it was noted that there was a long pause on the ventricular channel with recorded noise resulting in oversensing and asystole for > 2 seconds. The patient did not experience syncope. A review of the data was sent. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided suggested that the device was successfully interrogated during the follow-up visit and no other issues or abnormal measurements were observed. The device operated appropriately during the follow-up visit and no additional issues or adverse events have been reported. It was reported that the physician was skeptical of the patient¿s story regarding the shock from the light switch inducing the device shock. A copy of the electrogram (egm) from this episode was recently provided to boston scientific technical services (ts) for their review. Ts confirmed that noise was present on all channels, and this noise was oversensed by the device and it resulted in the delivery of unneeded therapy, including anti-tachycardia pacing (atp) and a shock. However, the morphology of the noise was unexpected ¿ it was very regular with an alternating signal, but the frequency was approximately 9 hz. This type of noise, along with the fact that it was present on all three channels, is indicative of having been caused by exposure to external electromagnet interference (emi). It is important to note that the external emi source does not appear to be caused by leakage current from a light switch (which is approximately 50-60 hz).

Manufacturer narrative:
Upon additional information this investigation will be updated.